Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) was 594 mg/dl. A correction bolus via the pump was delivered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.